Event description:
In 11/95, an echocardiogram was performed which showed decreased flow across the prosthetic mitral valve. Urokinase was given at that time to treat thrombus. The procedure failed to correct the situation and the pt died. This valve was removed at autopsy and is now being returned for analysis. Thrombus was present on the valve at explant.